Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the health care professional indicating that the patient's chart indicated that the patient requested that his pump be removed because he was convinced that the baclofen therapy was not helping. The pump was explanted on (B)(6) 2012 and disposed of by the hospital. There was no further information provided

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and post spinal cord injury. It was reported that the patient had a bad reaction and does not have the pump anymore. The circumstances that led to the bad reaction, drug information, onset and clarification on the bad reaction was requested. If additional information is received, a follow-up report will be sent.